Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia(heavy menstrual bleeding)/abnormal bleeding(menorrhagia)') in an adult female patient who had essure (batch no. 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure could not be placed on the left side" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". Concomitant products included amoxicillin;clavulanic acid (augmentin), ceftriaxone sodium (rocephin), escitalopram oxalate (lexapro), hydrocodone bitartrate;paracetamol (vicodin), hydrocortisone, ibuprofen, methotrexate, ondansetron (zofran), prednisolone acetate;sulfacetamide sodium (blephamide), prednisone and triamcinolone acetonide. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid relux"), alopecia ("other injuries/symptoms: hair loss") and dyspepsia ("heart burn"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/ chronic") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced tooth fracture ("dental problems-cracking teeth"). In (B)(6) 2015, the patient experienced scleritis ("vision/eye problems type: scleritis"). In (B)(6) 2016, the patient experienced nausea ("other injuries/symptoms: nausea"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). In (B)(6) 2017, the patient experienced hot flush ("hot flashes"). In (B)(6) 2018, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2018, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("rash/skin condition"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), rheumatoid arthritis ("rheumatoid arthritis"), inflammation ("inflammation"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), mood swings ("hormonal changes describe: mood swing"), headache ("other injuries/symptoms: headaches"), nervous system disorder ("other injuries/symptoms: neuro condition/problem"), cyst ("cysts") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("other injuries/symptoms: weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with alprazolam (xanax) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, iron deficiency anaemia, genital haemorrhage, dermatitis allergic, allergy to metals, hypersensitivity, rheumatoid arthritis, inflammation, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrooesophageal reflux disease, alopecia, tooth fracture, mood swings, headache, nausea, nervous system disorder, scleritis, weight increased, uterine leiomyoma, cyst, vaginal haemorrhage, urticaria and dyspepsia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cyst, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypersensitivity, inflammation, iron deficiency anaemia, menorrhagia, mood swings, nausea, nervous system disorder, pelvic pain, rheumatoid arthritis, scleritis, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, back pain, menorrhagia, anemia, general abnormal bleeding, nickel allergy, rash/skin condition, hypersensitivity, rheumatoid arthritis, inflammation, psychological injury, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Discrepancy noted: essure coils were placed bilaterally with 3-5 coils visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case upgraded to incident. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia(heavy menstrual bleeding)/abnormal bleeding(menorrhagia)') in an adult female patient who had essure (batch no. 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". Concomitant products included amoxicillin;clavulanic acid (augmentin), ceftriaxone sodium (rocephin), escitalopram oxalate (lexapro), hydrocodone bitartrate;paracetamol (vicodin), hydrocortisone, ibuprofen, methotrexate, ondansetron (zofran), prednisolone acetate;sulfacetamide sodium (blephamide sop), prednisone and triamcinolone acetonide. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid relux"), alopecia ("other injuries/symptoms: hair loss") and dyspepsia ("heart burn"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/ chronic") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced tooth fracture ("dental problems-cracking teeth"). In (B)(6) 2015, the patient experienced scleritis ("vision/eye problems type: scleritis"). In (B)(6) 2016, the patient experienced nausea ("other injuries/symptoms: nausea"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). In (B)(6) 2017, the patient experienced hot flush ("hot flashes"). In (B)(6) 2018, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2018, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("rash/skin condition"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), rheumatoid arthritis ("rheumatoid arthritis"), inflammation ("inflammation"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), mood swings ("hormonal changes describe: mood swing"), headache ("other injuries/symptoms: headaches"), nervous system disorder ("other injuries/symptoms: neuro condition/problem"), cyst ("cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and complication of device insertion ("essure could not be placed on the left side") and was found to have weight increased ("other injuries/symptoms: weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with alprazolam (xanax) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, iron deficiency anaemia, genital haemorrhage, dermatitis allergic, allergy to metals, hypersensitivity, rheumatoid arthritis, inflammation, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrooesophageal reflux disease, alopecia, tooth fracture, mood swings, headache, nausea, nervous system disorder, scleritis, weight increased, uterine leiomyoma, cyst, vaginal haemorrhage, urticaria, dyspepsia and complication of device insertion outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, complication of device insertion, cyst, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypersensitivity, inflammation, iron deficiency anaemia, menorrhagia, mood swings, nausea, nervous system disorder, pelvic pain, rheumatoid arthritis, scleritis, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, back pain, menorrhagia, anemia, general abnormal bleeding, nickel allergy, rash/skin condition, hypersensitivity, rheumatoid arthritis, inflammation, psychological injury, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Discrepancy noted: essure coils were placed bilaterally with 3-5 coils visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.